Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: d8, d9, d10, h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, it was found that the instructions for use (IFU) was not followed as the bending section rubber was non-olympus. The IFU states "do not disassemble, modify, or attempt to repair it; patient or operator injury and-or equipment damage may result. Based on the results of the investigation and historical data, a possible cause of the malfunctions could include stress problems. The most probable cause is random component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.

Event description:
It was reported that black had separated from inside of the cysto-nephro videoscope. The issue occurred during inspection of the device for use before patient in a room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.